Event description:
During an atrial fibrillation and right flutter procedure, it was reported that the patient¿s blood pressure dropped to 70 systolic at the end of mapping in the left atrium (la). An intracardiac echocardiography (ice) catheter confirmed cardiac perforation and 740 cubic centimeters (cc) of fluid was removed. The patient was stabilized. On (B)(4), received additional information requested from bwi representative stating that the physician was mapping while using lasso® 2515 nav eco variable catheter in la. Lasso was used for approximately 85% and thermocool® smart touch¿ bi-directional navigation catheter used for other 15% of mapping phase. Mapping was completed when the bp fell from 105 to 70 systolic. The physician immediately used intracardiac u/s catheter to confirm cardiac tamponade; pericardiocentesis was performed. The bp was recovered rapidly to around 100 - 110 systolic as before the event. Patient was already intubated before the procedure which is standard of care for this account. Anesthesia supported the bp with low dose of dopamine intravenously. Throughout the procedure, the heart rate stayed between 60 - 70 systolic. An initial 450 cc of blood was drained off from the pericardial sac. The patient was also given protamine to reverse the action of the heparin drip that was stopped when the event was noticed. The physician decided to not proceed on the left side of the heart for any ablation. However, it was proceeded to do a right flutter line in the tci in the right atrium as vital signs for the patient remained stable. The patient required an extended stay and the outcome was an improvement. The physician¿s opinion regarding the causality of this event is procedure related, probably related to transseptal punctures (2).

Manufacturer narrative:
A) the device has been disposed by the customer. Since the lot # 16090082l was provided, the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. B) concomitant bwi products: product: carto® 3 system, us catalog # fg540000, serial # (B)(4). Product: stockert 70 rf generator: us catalog # s7001, serial # (B)(4). Product: coolflow® irrigation pump: us catalog # cfp002, serial # unknown. Product: webster cs catheter with auto ID technology: us catalog # d135303, lot # 16030942m. (B)(4).